Event description:
Pt called lfs and alleged that their meter would only prompt an error 1 message. The pt reported that on the day of the event, they became aggressive and their face was red. The pt attempted to test at that time and obtained another error 1 message. They went to hosp 2 to 3 hours later and the pt obtained two results of 295 and 400 mg/dl. The pt was treated with insulin. Based on the info provided, the meter malfunctioned. There is also evidence that the meter contributed to the pt suffering a serious injury. They were experiencing symptoms and was unable to obtain an actionable result. The pt later received medical intervention for hyperglycemia. Meter and testing supplies are being sent to the pt.